Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a patient underwent a valve explant after an implant duration of nine (9) years, eight (8) months due to critical prosthetic mitral valve stenosis. It was reported that "the leaflets were found to be completely frozen and the papillary muscles and chords were extremely thickened as if this patient had previous rheumatic mitral valve disease." The patient was transferred to the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
Device not returned. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation.